Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one lvp had a broken bezel, upon further investigation; biomed stated; " the fluid side transducer was not held in place by the retaining clip which was broke and failed the occlusion test¿. The issues were found during preventive maintenance.